Event description:
Medwatch report #2300460000-2013-8213 states: title: xxxxx. Event desc: patient with severe osteoarthritis of his right hip. He previously had bilateral total hip anthroplasties with metal-on-metal articulations. His acetabular components are depuy asr acetabular component. Due to the track record of these implants, his status has been followed closely. His metal ion levels have risen slightly and he has become symptomatic on the right-hand side. An MRI scan showed a question of an area of metallosis around the hip. What was the original intended procedure? Implant removal. Devise usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.